Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having a lot of trouble in the morning with the ins shutting off- they would wake up in excruciating pain and realize that stimulation was off. They met with a representative who reprogrammed the ins and resolved the issue for a period of time but for the last couple of weeks the ins had been shutting off again at night and the patient would wake up in pain. Also, the controller was changing the patient's programs and when they were charging the ins, they looked at the controller screen and all of a sudden it said "stimulation is off in MRI mode" and they hadn't touched anything. The patient was advised to get a new controller. No further complications reported.